Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had been having some problems lately with what they had before the implant, gastroparesis. They were wondering if the batteries were depleted. The healthcare provider (hcp) that implanted the device told them it would last about 6 years and it has been almost 6 years. The patient further reported they had to have a kidney transplant that may have affected the device. Prior to the implant, they got the rarest form of e-coli from peanut butter and that cause renal failure and other issues and idiopathic gastroparesis. The hcp that did the kidney transplant told them they could help with the ins. A return of symptoms was noted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.